Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high pacing impedance. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.